Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that post implant procedure there was oversensing of noise that was able to be reproduced with arm movements. It was noted that during the implant procedure of the cardiac resynchronization therapy defibrillator (crt-d), the physician did burp the seal plugs as per process. Air bubbles were suspected as a cause. Tachycardia therapy and trigger pacing were programmed off and the patient was kept in the hospital over night. The following morning the noise had dissipated, thus concluding that air bubbles were likely the cause of the noise. The crt-d interrogation showed no further issues and remains implanted in the patient. No adverse patient effects were reported.